Event description:
It was reported that the death certificate listed the cause of death as sudep and the manner of death was listed as natural.

Event description:
The generator analysis was completed on (B)(4) 2013. The generator was confirmed eos as result of normal battery depletion. The depletion was an expected event as determined by the battery life calculation and battery voltage measurement. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed signs of variation in the pulse generator¿s output signal and the voltage was out of specification due to a depleted battery. The pulse generator diagnostics were as expected for the programmed parameters. In addition, the module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
On (B)(6) 2013, a pathologist reported that this patient died on (B)(6) 2013. The pathologist reported that the cause of death was still pending. The lead and generator were received for product analysis on (B)(4) 2013. Product analysis for the lead was approved (B)(4) 2013. Product analysis is pending for the generator. An analysis was performed on the returned lead portion, which was returned due to death of the patient. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.